Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl, 429 mg/dl, 414 mg/dl, 456 mg/dl, 300 mg/dl, 375 mg/dl, 180 mg/dl at time of incident and current blood glucose level was 391 mg/dl. The customer was assisted with troubleshooting for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Customer was alleging insulin pump was under delivering because customer blood glucose was continuous high. Customer reports insulin exited at the quick release. Customer declined to continue insulin pump troubleshooting. Customer reports cannula was bent. The device will not be returned for analysis.